Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the customer received the item back from repair and it was still showing e1 error out of box.